Event description:
It was reported during treatment, that a opsite flexifix gentle silicone adhesive was removed alongside with the backing paper when this device was about to be used. It is unknown if there was delay in treatment and if a smith and nephew back up device was available. No patient injury was reported.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause is a component failure. No batch/lot number has been provided therefore review of manufacturing records could not be performed, complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.